Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right ventricular (rv) lead exhibited rising thresholds, undersensed r-waves, rising and high impedance and loss of capture. Upon lead revision it was noted that the lead had lost slack. The lead was removed and replaced. No patient complications have been reported as a result of this event.